Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that the nurse activated the heel warmer and the contents inside squirted outside of the package into her eye. The customer further reported that the rn went to ed for an eye wash.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.